Event description:
It was reported that during implant, the left ventricular (lv) lead dislodged during slitting of the coronary sinus sheath. Also, outer insulation damage of the lv lead was noted after attempted slitting. It was questioned if the lv lead had the proper diameter specifications because, the implanter indicated the lv lead could not fit into the adjustable slitter's groove. The lv lead was removed and a new lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the proximal conductor was distorted. It was noted that the lead appeared damaged at implant.